Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had received failed battery test alarms from her insulin pump for a couple weeks, then her insulin pump had a blank display screen. The customer's blood glucose level was 117 mg/dl. Standard troubleshooting was performed. The insulin pump's display screen did not return. The product has been returned. Nothing further was reported.

Manufacturer narrative:
No random shutting off and on anomaly or battery alarms could be verified and the functional tests could not be performed due to a blank display. The insulin pump had a blank display due to a corroded battery tube and a severely corroded battery cap contact. The insulin pump had a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.